Event description:
Procedure performed: myomectomy. Description of event: [name] and I had a call with dr. [Name], an obgyn fellow at [name] in los angeles, ca, yesterday to discuss her experience using the alexis ces. She relayed that last week her team was performing a myomectomy and when exteriorizing an ~250-500g specimen in the ces, the bag tore. She said they had exteriorized the majority of the ces bag's outer ring and then she experienced resistance, so she used more force to try to exteriorize the remainder of the ring. The bag ended up tearing about 1/3rd of the way down from this force. They were able to pull the full ring out and pull enough of the sheath out that the tear was exteriorized as well. They rolled down the outer ring past this tear and proceeded with the morcellation. They had no further issues and the patient did well. The surgeon was not sure which ces model she was using. Intervention: they rolled down the outer ring past this tear and proceeded with the morcellation. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that excessive force exerted on the bag during removal caused the bag to tear. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: myomectomy. Description of event: [name] and I had a call with dr. [Name], an obgyn fellow at [name] in (B)(6), yesterday to discuss her experience using the alexis ces. She relayed that last week her team was performing a myomectomy and when exteriorizing an ~250-500g specimen in the ces, the bag tore. She said they had exteriorized the majority of the ces bag's outer ring and then she experienced resistance, so she used more force to try to exteriorize the remainder of the ring. The bag ended up tearing about 1/3rd of the way down from this force. They were able to pull the full ring out and pull enough of the sheath out that the tear was exteriorized as well. They rolled down the outer ring past this tear and proceeded with the morcellation. They had no further issues and the patient did well. The surgeon was not sure which ces model she was using. Intervention: they rolled down the outer ring past this tear and proceeded with the morcellation. Patient status: no patient injury.